Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting continuous tones. Attempts to interrogate the device remotely and with a programmer was unsuccessful. Boston scientific technical services (ts) noted that the clinical observations are indicative of a reset loop and that the device should be replaced. The patient was hospitalized and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device had no telemetry or tones. The device case was opened and one of the capacitors were replaced. The device intermittently went into a reset loop consistent with a radiofrequency (rf) crystal start-up issue. An antenna was hooked up to a spectrum analyzer found no rf wake-ups were occurring. Direct probing of the rf crystal found that voltage was present but no oscillation of the crystal. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. Oscillators (i.e., quartz crystal clocks) are utilized in the s-ICD's hardware to ensure accuracy and stability of timing functions. Boston scientific's investigation determined that the crystal oscillator within the rf circuit can be slow to start up if there is a high impedance within the crystal. This component malfunction can be intermittent and can be affected by temperature. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device. In rare instances, such as this case, the start up issues can result in repeating resets draining the battery and preventing normal operation of the sicd. Although the s-ICD was able to be successfully interrogated in the laboratory setting, the varying and intermittent timing delays observed during testing likely caused or contributed to the inability to establish telemetry while implanted. A mitigation was implemented with the release of the emblem family in 2015. The circuitry around the crystal was modified to accommodate higher impedances within the crystal. In addition, the crystal supplier recently implemented an additional test screen to the end of the manufacturing process to eliminate crystals that are susceptible to impedance instability.